Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported unexpected/abnormal re-booting of mrx during resuscitation. There was no reported adverse patient impact.